Event description:
It was reported that, the stryker business support team took a phone call from a patient requesting information regarding the "get around knee" versus the triathlon knee. The patient stated that she has two triathlon knees and has been having difficulty. The patient was asked for her name and number. The patient informed the stryker employee that she had to take another call, had to hang up and that the she would call back. The name on the caller ID was (B)(6).

Manufacturer narrative:
No further information was provided. Should additional information become available, the evaluation summary will be submitted in a supplemental report.